Event description:
Protrusion of the distal tip of the balloon. The distal tip of the balloon was protruded more than usual.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review showed no other similar product complaint file(s) from this lot.